Event description:
Customer's mother reported hospitalization due to high blood glucose. Customer was admitted to ICU. This is the second hospitalization due to high blood glucose. The first blood glucose reading was 1223 mg/dl and the most recent blood glucose reading was over 600 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.